Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, stomach pain and was feeling nauseous,. The patient was treated with a bunch of IV drips, potassium, insulin, and dehydration fluid. He was taken to the intensive care unit (ICU) and was there for 2.5 days. The patient was given antibiotics because his white blood cell count was very high. The patient spent 5 days in the hospital and was released.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.